Event description:
Additional info provided by the dr indicates he has had no centration issues or quality issues with this lens. He further states that the "poor results" he reported earlier were due to incorrect pt selection and biometry calculations.

Event description:
A surgeon reports that a number of patients have had poor results following intraocular lens (iol) implant surgery. The surgeon feels the cause may be descentration of the lens.